Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the lead exhibited noise and varying amplitude with varying timings. The patient was brought into the clinic on (B)(6) 2021. The noise was reproducible with isometrics. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.